Manufacturer narrative:
Correction - please refer to h6 clinical code. The reported event could be confirmed, based on x-rays provided only, a broken screw could be verified. According to event details given within product inquiry the item was removed on (B)(6), 2022 ¿¿removed on 12/26 and replaced with smith and nephew metatan¿ which is a hint to insufficient bone healing after an implantation duration of approximately 7 months. Furthermore, a non-union, confirmed by hcp, and diabetes were reported. Finally, it is unknown which post-operative weight-bearing behavior instructions were given by the surgeon and if the patient was compliant to this. Images available were forwarded to a medical expert for review and further statement ¿ excerpts: ¿¿despite momentum (distal screw fractured), the very oblique and unfavorably sub trochanteric fracture gap has not healed. This shows hypertrophic callus formation around the fracture¿¿ the question if this could be in correlation with the reported diabetes was stated as following: ¿could certainly be a reason. So this as a patient-specific. On the other hand, the broken screw shows that dynamic locking would probably have been appropriate here-although with the risk that the fracture ends slipped past each other, so to speak. There is a relatively large amount of space in the proximal portion, which also prevented compression in the joint space. Perhaps a cerclage would have helped proximally, but this could only be well assessed with an immediate postoperative image¿¿ one requirement for successful nail treatment is a timely bone healing in order to relieve the implant[s] over the progressing time of implantation. Potential adverse effects are clearly pointed out in the labelling. Nevertheless, based on the information given an exact root cause of the reported event could not be determined and a thorough technical statement was impossible, but it could not be excluded that it is rather related to patient conditions [non-union/ diabetes] and thus, classified as patient-patient factors issue. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
As reported, "nail and screw breakage of alpha gt femoral nail. Patient was referred from ER with broken hardware around nonunion site of a former proximal femoral fracture. Surgery was performed to remove hardware and replace in order to achieve union."

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available; disposed by hospital.

Event description:
As reported, "nail and screw breakage of alpha gt femoral nail. Patient was referred from ER with broken hardware around nonunion site of a former proximal femoral fracture. Surgery was performed to remove hardware and replace in order to achieve union."